Event description:
Caller reported a power source alert that led to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Customer arranged to use multiple daily injections as a backup therapy and was instructed by technical support to return the faulty pump with a pre-paid label within 10 days, despite the pump being out of warranty. A replacement pump was confirmed to be shipped.